Event description:
It was reported that a patient underwent a stomach resection in 2022 and a barbed suture was used to close the fascia. Six months post-op, in 2023, an incisional hernia was discovered. The patient underwent re-operation. The surgeon mentioned a re-op had never happened before 2023. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) triclosan. Dosage form. Suture/solid/parenteral. Strength = 2360 g/m. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts were made to obtain the information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The event reports ¿several incisional hernias¿ is the exact number of patient events known? If yes, please provide number of patients. If yes, please open 1 pc for each patient. For each patient, please provide the following additional information: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? Please describe any medical/surgical intervention required for this suture event including dates and results. What was the defect size/type/location of the hernia associated with this event? How long after the index procedure was the incisional hernia first noted? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Did the stratafix suture break? If so, where was the break noted (termination, middle, end)? Can you describe the appearance of the stratafix suture during second procedure? What symptoms did the patient experience following the index surgical procedure? Onset date? Were there any patient stress factors that precipitated the event? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Surgeon¿s name? Note: related events reported via 2210968-2023-07420.